Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 12-dec-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation the device evaluation of the echo-hd-19-c device could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Lab evaluation n/a manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c1909577 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause of the difficulty in advancing the needle through the scope appears to be related to the scope positioning. The scope was reported to be in a torqued position during the procedure, likely causing misalignment between the needle and the accessory channel, resulting in resistance and difficulty advancing the needle sheath. The strain and flex caused by the torqued scope position interfered with the needle's performance, making smooth advancement challenging. The device itself showed no signs of damage during packaging, insertion, or handling. Summary complaint is confirmed based on the customer's testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 12-dec-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: as initially reported to customer relations: a patient of undisclosed gender and age underwent an eus guided liver biopsy procedure in which two echotip procore high-definition ultrasound biopsy needles, g53585, were used. The md could not advance the needle sheath through the scope and disposed of the needle (B)(4). He attempted to use the 2nd needle and had the same issue (B)(4). He used a competitor device and was successful. The scope was an olympus scope and was in a torqued position. They did not save the needles to ship back. Patient/event info - notes: are images of the device or procedure available? No if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No if the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: was gaining access to the target site difficult? Yes was the device used in a tortuous position? Scope was torqued was puncture of the target site difficult? Yes please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Liver biopsy if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. Liver if not with the device in question, how was the procedure performed and/or finished? Used a competitor device and was successful was the device damaged in packaging prior to removal? No was the device damaged on removal from packaging? No was force required to remove the device? No did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? None was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus was resistance felt while inserting the device through the scope? Yes was the scope recently serviced / repaired? N/a when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? No was the syringe used during the procedure, after the stylet was removed? No was difficulty experienced while retracting the needle? No was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a was the endoscope in a flexed or twisted position at any time during the procedure? Scope was torqued was the stylet partially removed when advancing the needle into the target site? Yes how many samples were obtained (passes completed) with this needle? None did any section of the device detach inside the patient? No if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Yes when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes if an ebus procedure did the needle tip hit the cartilage rings of the trachea?